Event description:
It was reported that a label of a bd¿ syringe s/c did not have numerical scale label on it. Customer¿s verbatim: ¿ the syringe (302995) in the pack does not have numbers in it. ¿

Manufacturer narrative:
H.6. Investigation summary: one photo was received and evaluated. The photo depicted a single loose 10ml syringe. Most of the scale markings on the barrel were missing. Only smudged 7, 8, 9, and 10ml and portions of grad lines next to those numbers were still visible, as well as the right side of the bd logo. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 8158782 is considered in compliance with our product specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a label of a bd¿ syringe s/c did not have numerical scale label on it. Customer¿s verbatim: ¿ the syringe (302995) in the pack does not have numbers in it ¿